Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a tips procedure (transjugular intrahepatic portosystemic shunt), when the wire or catheter was being advanced through the introducer, the user experienced bleed-back through the introducer. They had to us several towels to absorb the blood. They also experienced air aspiration through the sheath. No blood transfusion was required. The physician indicates the anatomy was abnormal, and the portal vein was smaller than normal. The customer mentioned that this has occurred two other times in 2015. The exact details and dates were not provided for these events. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, manufacturing instructions, quality control, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.